Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: during follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) disconnected from the cycler to go to the emergency room (ER) on (B)(6) 2022. Per the patient¿s nurse, there were no cycler malfunctions or products issues associated with the treatment. The patient was reportedly not feeling well. The patient was admitted to the hospital on (B)(6) 2022. The patient¿s doctor decided to remove the patient from pd therapy and transition permanently to hemodialysis during the hospitalization. Subsequently, on (B)(6) 2022, the patient was discharged continuing outpatient hemodialysis for renal replacement needs. The patient¿s nurse confirmed the patient did not have any adverse effects from fresenius products. The nurse stated the patient had a history of non-compliance and indicated that is likely why the patient had to switch modalities. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The patient¿s history of non-compliance is very likely source for the patient generally not feeling well leading to hospitalization and change in dialysis modality.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) disconnected from the cycler to go to the emergency room (ER) on (B)(6) 2022. Per the patient¿s nurse, there were no cycler malfunctions or products issues associated with the treatment. The patient was reportedly not feeling well. The patient was admitted to the hospital on (B)(6) 2022. The patient¿s doctor decided to remove the patient from pd therapy and transition permanently to hemodialysis during the hospitalization. Subsequently, on (B)(6) 2022, the patient was discharged continuing outpatient hemodialysis for renal replacement needs. The patient¿s nurse confirmed the patient did not have any adverse effects from fresenius products. The nurse stated the patient had a history of non-compliance and indicated that is likely why the patient had to switch modalities. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The patient¿s history of non-compliance is very likely source for the patient generally not feeling well leading to hospitalization and change in dialysis modality. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) disconnected from the cycler to go to the emergency room (ER) on (B)(6) 2022. Per the patient¿s nurse, there were no cycler malfunctions or products issues associated with the treatment. The patient was reportedly not feeling well. The patient was admitted to the hospital on (B)(6) 2022. The patient¿s doctor decided to remove the patient from pd therapy and transition permanently to hemodialysis during the hospitalization. Subsequently, on (B)(6) 2022, the patient was discharged continuing outpatient hemodialysis for renal replacement needs. The patient¿s nurse confirmed the patient did not have any adverse effects from fresenius products. The nurse stated the patient had a history of non-compliance and indicated that is likely why the patient had to switch modalities. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The patient¿s history of non-compliance is very likely source for the patient generally not feeling well leading to hospitalization and change in dialysis modality. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) disconnected from the cycler to go to the emergency room (ER) on (B)(6) 2022. Per the patient¿s nurse, there were no cycler malfunctions or products issues associated with the treatment. The patient was reportedly not feeling well. The patient was admitted to the hospital on (B)(6) 2022. The patient¿s doctor decided to remove the patient from pd therapy and transition permanently to hemodialysis during the hospitalization. Subsequently, on (B)(6) 2022, the patient was discharged continuing outpatient hemodialysis for renal replacement needs. The patient¿s nurse confirmed the patient did not have any adverse effects from fresenius products. The nurse stated the patient had a history of non-compliance and indicated that is likely why the patient had to switch modalities. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The patient¿s history of non-compliance is very likely source for the patient generally not feeling well leading to hospitalization and change in dialysis modality. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Additional information: h4.